Event description:
The pt reported that she had been hopsitalized three times in the past year for elevated glucose, with the most recent occurring in june 1998. Although she could not remember the exact date of the incident, she was able to recall the events of the day. She awoke at 6:30/a, took her morning insulin and oral medications and ate breakfast. She then tested on her surestep meter with a result of 198 mg/dl and went to work. She reported taking a break at 11/a, feeling ill and visiting the nurse. She was advised to go to the hosp. She was transported to the hosp by her daughter where, at 11:30/a, a laboratory blood glucose result of 800 mg/dl was obtained. She was admitted for 10 days for elevated glucose and given a prescription to see a diabetes educator for education and training. She also reported having received an er1 message, whereupon she retested and obtained a result.